Event description:
Event became reportable based on investigation completed in 2007. It was reported that during a uterine fibroid embolization procedure, the zipwire hydrophilic guide wire became stuck in the guide catheter. The zipwire was removed with the guide catheter as one unit. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "fine".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The wire presents a large radius bend over the distal 8.2cm and a slight camber of the entire length of the device. Visually and tactilely, the coating surface appears consistent with a worn finish throughout with scattered minor scrapes and irregular abraded regions. When hydrated, the coating feels smooth and consistent. The wire hydrates readily and remains hydrated for approximately 49 seconds by tactile examination. Except where noted, this wire does not present any definitive indication of manufacturing defect or anomaly. A review of lot release testing indicates lubricity insertion values within specification. Device history records relative to the manufacturing, inspecting and packaging of this lot indicated that the product was determined to be acceptable. The root cause could not be determined.